Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. The patient code appropriate term / code not available captures the reportable event of surgery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reach end of life (eol) early. Further, the device was explanted. No additional adverse patient effects were reported.